Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation a broken lead on high-voltage capacitor c21 on the defibrillator board was discovered. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from sever impact can cause fractured solder connections. A mechanical design change to reduce to pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The last patient to use this monitor did not report any deficiencies.